Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered a us distributor contacted zoll to report that a (B)(6) female patient had a skin irritation the patient's skin was red under the patient's breasts and was open on the patient's left side. The patient removed the device due to the irritation. Follow-up indicated that the patient's irritation had gotten worse. The patient's doctor prescribed a medication to treat the irritation, and the patient was wearing the device again. The medical outcome of the skin irritation is unknown.